Manufacturer narrative:
The reported meter (B)(6).has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter is powered on with button depression and with strip insertion. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader only turns on by button and not by test strips. On (B)(6) 2021, as a result, the customer experienced sweating, head spinning, blurred vision, and was unable to treat themselves. The customer¿s partner, a non-hcp, provided the customer " 2 lumps of sugar, compote, cookies" for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader only turns on by button and not by test strips. On (B)(6) 2021, as a result, the customer experienced sweating, head spinning, blurred vision, and was unable to treat themselves. The customer¿s partner, a non-hcp, provided the customer " 2 lumps of sugar, compote, cookies" for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader only turns on by button and not by test strips. On (B)(6) 2021, as a result, the customer experienced sweating, head spinning, blurred vision, and was unable to treat themselves. The customer¿s partner, a non-hcp, provided the customer " 2 lumps of sugar, compote, cookies" for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.